Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 150 mg/dl and the sensor glucose was 215 mg/dl at the time of the incident. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range, as the sensor glucose value dropped to 60 mg/dl. Customer stated their sensor glucose may have fallen from doing house work. Customer was advised to monitor the device if it received any more malfunctions. . Nothing was returned or shipped.